Manufacturer narrative:
Review of the device history records showed no unusual findings that relate to the reported issue. Root cause: other: according to the physician, the root cause of the reported event of lens vaulting was attributed to capsular contraction syndrome.

Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens in the right eye. Four weeks postoperatively, the patient presented with gradual decreased distance vision. The examination revealed the lens had vaulted in a z-configuration. The event is believed to be caused by capsular contraction syndrome. While one haptic remained in the eye, the iol was exchanged successfully for a different lens model. Physician reports best corrected distance visual acuity at 20/20 as of 2009, and excellent patient prognosis.